Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for reusing supplies was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During follow up on an air in line alarm, corporate product surveillance (cps) received a report from a home patient (hp) who revealed that he used the same compromised supplies to complete therapy even though he was advised by the technical services to start over with new disposable supplies after the alarm. The hp said therapy went without complications the second time. Ps advised that new supplies should be used whenever the system error 2240 (air in line) occurred. Ps spoke with the home patient's (hp) clinic regarding the incident. The nurse talked to the hp earlier in the week and he had not mentioned the alarm. Ps explained the alarm and the use error of starting therapy with the compromised supplies. The nurse understood, and said she would let the hp's primary nurse know so she could review proper procedures. The nurse was not aware of any complications related to the alarm or the use error. The patient was involved but there was no serious injury or medical intervention reported.